Manufacturer narrative:
Date of event: (B)(6) 2021. Reported: 10feb2021.

Event description:
During an attempt to upgrade the printed circuit board, the customer confirmed they were unable to adjust the settings. The customer advised they did not need to schedule an onsite visit,. They would call the biomed shop and talk to anyone or just show up and replace the bezel themselves. The customer replaced the front panel to resolved the issue. The unit was tested and it was returned to service. The customer confirmed the unit was not in use, no patient or user harm reported.

Manufacturer narrative:
The ui front bezel assembly was returned for evaluation and tested. A visual inspection of the ui front bezel assembly revealed no evidence of damage or contamination. The reported malfunction was not confirmed. All tests passed. The customer returned ui front bezel assembly was tested, with no functional failures were identified.